Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of low inspiratory pressure and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating had alarmed due to low inspiratory pressure. Additionally, the asp noted that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.